Event description:
Dealer stated that the end user reported the front caster wheel on a (B)(4) knee walker snapped off, causing the end user to fall and sustain a bruise to the knee. No medical attention was sought.